Event description:
It was reported the ECG heart rate measurements are inaccurate in comparison to another reference (e.g. 12 lead EKG, manual pulse palpation). It was reported further, that patient movement and/or incorrectly place ECG electrodes contributed to the reported issue. Replacing the ECG electrodes solved the issue. The patient was not impacted. No additional information was provided; therefore, good faith efforts are being performed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.